Event description:
Health care professional reported that paravalvular leak was observed on intraoperative tee. The surgeon elected to replace the valve with another freestyle valve using a full root procedure, when the patient experienced an exsanguinating hemorrhage and died on the operating table. The surgeon reported that the hemorrhage was not related to the valve. The valve was returned for analysis.